Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10-sep-2018 with the following findings: review of the black box data revealed there were no unexplained power interruptions recorded. A battery cap was not returned with the pump for investigation. Therefore, a test battery cap was used to complete the investigation, which was able to properly secure to the pump for testing. On inspection, corrosion was noted inside the battery compartment. The pump powered on for testing. Unrelated to the original complaint, the pump failed to recognize the cartridge during the load step which prevented complete investigation of the device. Moisture ingress was confirmed through leak testing; there was a crack in the battery compartment through which moisture leaked. Moisture damage was found inside the pump on the printed circuit board. The no cartridge detected issue was due to moisture damage.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging that the pump had no power. The reporter stated that there was moisture in the battery compartment. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery. There was no serious injury associated with this complaint.